Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was attempted to be implanted to treat an esophageal cancer in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the end of delivery system was bent. Physician could not expand the stent; he retracted the delivery system with stent. Another wallflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.